Event description:
It was reported that an occlusion alarm occurred, which the customer had experienced more than once. This issue caused the customer's blood glucose to exceed normal levels and display as "high" on their continuous glucose monitor. To address the high blood glucose, the customer performed a correction injection via multiple daily injections and resolved the issue by changing the infusion set and cartridge, after which insulin delivery was resumed. There was no need for additional assistance as the customer did not experience frequent occlusion issues. The case was closed by customer technical support.